Event description:
Additional information received revealed that the patient conditions are still the same as before and patient is still in a rehab hospital.

Event description:
It was reported the patient was to undergo permanent lead implant on (B)(6) 2019. During the procedure, the physician had trouble implanting the lead midline and could not go passed the top of t10 due to scar tissue, and the lead veered to the left. The physician opted to back the lead down to the midline at mid-t10. No other issues were noted during the procedure and the patient was released the day of the procedure. The following morning, the patient awoke and stated she could not move her legs. She lifted her legs up and attempted to stand, felt unstable and slid down to the floor. The patient could not get up and stayed on the floor until (B)(6) 2019 when she was taken to the hospital. The physician ordered an MRI and the patient has been prescribed physical therapy. The patient is currently at a rehabilitation assisted living center.

Event description:
Additional information received indicated that the patient started physical therapy a month ago ((B)(6) 2019) and does it every day. Patient is still in a rehab hospital. Patient is using a machine to work her legs because she has no strength in them and is building her upper body strength.